Event description:
The user searched for the following product which was not found: unkjp drain, and provided the following name/description: wound drain. Dr inserted the wound drain foloowing a laminectomy procedure, and when the drain was being removed the drain broke leaving a portion of the drain in the pt, requiring a second surgical procedure. Possible catalog number for the product in question is jp-hur101 or jp-hur151. Samples are available to eval.

Manufacturer narrative:
As no lot number was reported, we were unable to trace the DHR, quality testing performed and corresponding results. Though the exact catalog number still is unk, visual examination of the sampel rec'd indicated that it is a portion of a jackson-pratt hemaduct siliocne round drain, 15fr, and it was attached to a 400cc suction reservoir. Visual inspection also revealed drain fracture at the white extruded section at approx 4.62 inches from the hub. Microscopic examination revealed wavy/jagged edges at the fracture site and no distortion in the adjacent tubing, which indicates that the drain was not stretched (elongated) to failure. The characteristics of the fractured area and the absence of any tubing distortion are similar to those failures that are caused by some abrasion or scoring with a sharp instrument on the tubing surface. Wound drains will perform as intended as long as they are used according to the instructions for use (IFU). The IFU provides detailed info regarding precautions for using these drains. Warnings/complications: "to facilitate removal of the drain, the drain and tubing portions should not be curled, pinched, over-stretched or sutured; either internally or externally. Do not suture the drain(s). Drains should be placed and removed carefully by hand only with a slow, steady pressure. Excessive force force may result in breakage. Leaving the drain implanted for any period of time, which allows for tissue ingrowths around the drain and into the holes, may cause breakage on removal." While this analysis cannot conclusively determine the cause for failure, the observations do not lead us to believe that there was an inherent weakness in the material itself. Moreover, in our mfg process we do not have any process that involves sharp instruments that could cause this damage.

Event description:
Dr inserted the wound drain following a laminectomy procedure, and when the drain was being removed the drain broke leaving a portion of the drain in the pt, requiring a second surgical procedure. Possible catalog number for the product in question is jp-hur101 or jp-hur151.